Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited a leak with male/male luer, 0.2-micron air-eliminating filter, integral anti-siphon valve, and clamp. It was reported some patients exhibited pah symptoms. No further information provided.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: catalog number, UDI number, and lot number, and expiration date are unknown; g5: 510k is unknown; h4: device manufacture date is unknown.